Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump received with broken battery tube threads and broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the reservoir was leaked at past second o ring. Customer stated that it appears that reservoir was leaked into the pump due to the rubber gasket being damage. Customer stated that the reservoir compartment had cracked however reservoir did lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The reservoir will be returned for analysis. The insulin pump was returned for analysis.